Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The flow sensor was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a flow sensor alarm that affected mechanical ventilation. There was no report of patient involvement.